Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of two photographs of a device. The visual inspection noted: the first photo depicts the guidewire unraveled. The second photo depicts a view of the guidewire unraveled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the guide wire was stuck and unable to be withdrawn. It was stated that they have to remove the whole catheter with the guide wire and inserted a new one. It was also stated that no excessive force was sued in preparing the guide wire, nothing abnormal was observed. Coxacidin was used on the device as a cleaning agent. There was no reported patient injury.